Event description:
It was reported that the patient with this neurostimulator (ins) noticed they could not make any changes with their stimulation and observed a red light on their remote control. The local care team assisted with changing programs to clear the red light, but this did not fix the concern. The patient met with the local care team in the office and connected to the patient's device. Upon connecting, they noticed an error message stating impedance out of range. The local care team then cleared the error message and ran an impedance check. All electrodes had high impedance, and they were not able to reprogram the device. The urgent support line was called, and they were informed that the issue was most likely due to a fractured lead. The patient denied any incidents that may have caused any issues, but they did recall falling down about a month ago right on top of their battery site. The patient then started to feel like their symptoms were coming back a little more often and that is why they decided to connect with their remote to increase stimulation. Later, the patient had surgery to revise their tined lead and neurostimulator. The patient is doing well and already seeing symptom relief.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: block d10: model number/catalog number: 4101 serial number: (B)(6) batch/lot number: ax1t030367 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4).